Event description:
Complainant alleged that the emt team was treating a 76 yr old female pt in her home. Adult multi-function electrode stat padz were applied to the pt's chest, and the team paced the pt, with an external pacemaker, as they transported her to the hosp's emergency dept. The pt was transferred to the intensive care unit where the stat padz were removed upon admission. The nurse removing the stat padz noted a "dime size burn under the left breast." In addition, the nurse noted that the pt had a skin fold under the stat padz. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.

Manufacturer narrative:
The evaluation of thr multi-function electrodes determined that there had been a concentration of electrical energy in one location of the anterior multi-function electrode. This may be attributable to the reported patient condition of a skin fold under the pad. This is contrary to application instruction, and could in fact cause a result as identified as the complaint condition.